Event description:
It was reported that the both the right atrial (ra) and right ventricular (rv) leads dislodged and pulled back into the superior vena cava (svc). Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.